Event description:
Event description guidant received information that a revision procedure was performed on this ventricular lead due to incremental increases in pacing thresholds and impedance measurements. The threshold measurement increased to 1250 ohms. Pacing therapy was intermittent at times. When the patient, who was pacemaker dependent, would lift his arm, pacing would sometimes stop. The patient would become syncopal when the pacing therapy was not provided. The lead was surgically abandoned and replaced.